Event description:
Customer reported receiving inaccurate low readings. In blood glucose tests, customer rec'd a reading of 130 (lab) and 50 mg/dl (freestyle) within 10 mins. The results vary by more than 20% and are considered a malfunction when compared to MFR's specs.